Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field (h11). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event 1 of the distal cover fell occurred due to one of the following mechanisms. - the distal cover was insufficiently attached. - the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, a specific root cause of the suggested event 1 could not be identified. Additionally, it is likely that the suggested event the cover had a split occurred due to the connection between the distal cover and the device became unstable, stress increased during handling, resulted in split. However, a specific root cause of the suggested event 2 could not be determined. The event can be detected/prevented by following the instructions for use which state: -operation - precautions -preparation and inspection - attaching accessories to the endoscope -attaching the single use distal cover "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Additional information received through follow up: it was reported that no anti-fog agent or other chemical applied to the scope lens. The cover was reported to show no visible damage. The placement of the cover was tested by gentle pull or twist and the user reported that the distal cover felt snug. The distal cover was firmly pushed in until the hook of the distal ring is fully visible within the distal cover opening. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end cap fell off from the endoscope during an endoscopic retrograde cholangiopancreatography (ercp). The clinician quickly switched the duodenal scope to a gastroscope, placed a new bite block between patient¿s teeth, and used a roth net to retrieve the cap from patient¿s esophagus. After retrieving the cap, the nurse noticed that it had a split at the narrow rim of the proximal end of the cap. There was no reported patient harm or injury. Although there was a 10 minute delay after the procedure, the procedure was completed with a similar device.